Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for a change in stimulation after a previous fall. X-rays confirmed migration of the right lead. A revision procedure was completed to restore therapy.

Manufacturer narrative:
The lead was discarded. The x-rays provided confirm migration of one lead. The root cause of the lead migration cannot be definitively determined; however, the patient¿s reported fall may have contributed to the lead migration. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result.¿ a quantity of two (2) leads were implanted. It cannot be determined which of the two migrated. Lead details for both are listed below: product description: evoke 12c percutaneous lead kit - 90cm model # : 101346 catalog#: 3009 serial/lot #: (B)(6) UDI# (B)(4) manufacture date: 07 sept 2022 expiration date: 27 may 2023. Product description: evoke 12c percutaneous lead kit - 90cm model # : 101346 catalog#: 3009 serial/lot #: (B)(6) UDI# (B)(4) manufacture date: 07 sept 2022 expiration date: 27 may 2023.